Event description:
Customer reported that pt with anti-e and anti-kell did not react with the e-positive celld of 0.8% selectogen lot 8s626. No death or serious injury was associated with this incident.